Event description:
It was reported that a cassette disconnected from the heater bag, which resulted in a solution leak. This occurred during therapy for peritoneal dialysis, however no alarm was reported. There was no patient injury or medical intervention associated with this event. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. The cause of the reported issue was determined to be supply bag disconnected without falling based on the customer's report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A follow-up report will be submitted if additional relevant information becomes available.